Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The outer catheter was kinked 762 mm from the strain relief and a bend was noticed 20 mm from the strain relief. The stent graft was partially deployed and protruded approximately 3.0 mm from the tip of the outer catheter. No anomalies were noted to the deployed portion of the stent graft. An attempt to deploy the stent graft was not successful, as the inner catheter could not be moved relative to the outer sheath. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that during a procedure in an a-v graft, the stent graft was unable to be deployed. The entire device was removed and another stent graft was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time.